Event description:
Procedure: gastrectomy. Reportedly, the device could not seal tissue which resulted in a small blood loss. The device was replaced with another one and the surgery was completed with no further complication.